Event description:
The patient had several skin infections which were not responding to clinical treatment. The infection was located nearly to implant and it was necessary to explant the device. Per device explantation report the skin over the device was not intact prior to explantation. As per new information received. There was a fistula at the surgical incision and additionally a skin defect above the coil.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the recipient report the device was explanted for medical reasons, namely a recurrent skin infection at the implant site causing a skin breakdown. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process. Thus, no information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
According to the recipient report the device was explanted for medical reasons, namely a recurrent skin infection at the implant site causing a skin breakdown. A review of the device's sterilization records show that the device has been subject to a valid sterilization process. Thus, no information available points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. The explanted device has not been received for investigation yet. This is a combined initial and final report.

Event description:
The patient had several skin infections which were not responding to clinical treatment. The infection was located nearly to implant and it was necessary to explant the device. Per device explantation report the skin over the device was not intact prior to explantation. As per new information received. There was a fistula at the surgical incision and additionally a skin defect above the coil.